Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. The physician went transeptal using a non-(B)(6) (bsx versacross connect). The first transeptal attempt was unsuccessful and a new versacross connect wire was opened to re-due the transeptal. Transeptal was performed again using the new versacross connect wire and the dilator and faradrive sheath were advanced into the left atrium over the guidewire. An advisor hd grid catheter was then used in the left atrium to perform a voltage-substrate map of the left atrium while the patient was in atrial fibrillation. After completing the map, the advisor hd grid was removed, and the non-(B)(6) (farawave pfa ablation catheter) was introduced in the la. (B)(6) pfa contact index software was baselined and used to monitor electrode-tissue contact of the competitive pfa ablation tool. The bsx pfa ablation protocol was completed on the left superior pulmonary vein, and just before completing the last pfa pulse for the bsx protocol on the left inferior pulmonary vein, the patient became hypotensive, and the ice catheter revealed a pericardial effusion for which a pericardiocentesis was performed. To confirm, only the left sided pulmonary veins were ablated. The patient was stabilized within the ep lab, however after approximately one to two hours following the pericardiocentesis, the patient was taken to the or to have the effusion surgically closed. The physician stated that the upon further investigation during open-heart surgery, the perforation of the endocardium was on the posterior wall of the left atrium near the right inferior pulmonary vein. The physician stated that the pfa sheath (boston scientific faradrive) may have ruptured the wall when dipping into the ripv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).